Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported.